Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the main board was broken and the subject device could not be turned on. The user completed the procedure with the same device. There was not delay more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined. If additional information becomes available, this report will be supplemented.